Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our sales rep reported to us that during an arthroscopic knee repair, the distal tip of a 23 mm modular driver broke as the surgeon was driving the fixation screw into the bone tunnel. The fragment was easily removed from the body and the procedure was concluded successfully without further issue or harm to the pt.